Manufacturer narrative:
(B)(4)

Event description:
It was reported that post right atrial lead implant procedure, the patient developed a sero-pneumothorax. The issue was resolved on (B)(6) 2010. No intervention was reported.